Manufacturer narrative:
The manufacturer received information from the durable medical equipment supplier (dme) that the device is believed to have been destroyed in the fire and is not returning for eval. Several attempts have been made by the MFR to obtain more info from the dme and were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient was smoking while using an everflo oxygen concentrator. There was a reported housefire and the patient was hospitalized.